Event description:
It was reported that during the implant attempt, the physician noted abnormal low bipolar impedance. It was also reported that there may have been an insulation breach. The lead was withdrawn from the body and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: the full lead was returned, analyzed and there was blood in/on the helix/lobe mechanism.